Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the dexcom g7 sensor failed to pair with the ilet after a site change, leading the caregiver to shut down the ilet and place the patient on back-up therapy pending a full supply change, with guided troubleshooting that included sensor code verification, sensor mode toggling, re-entry of the sensor code, and multiple device restarts. Symptoms included hyperglycemia with a blood glucose of 250 mg/dl and approximately one hour above range without acute complications. Outcomes included temporary interruption of automated insulin delivery and reliance on subcutaneous insulin via pen as back-up therapy, without medical intervention or ketone testing. Investigation included technical troubleshooting and user education conducted by support staff, including instructions to replace the sensor and contact dexcom support if pairing did not reestablish. Investigation of this case revealed an inability of the cgm sensor to maintain or establish communication with the ilet despite recommended steps and verification of sensor code procedures. It was concluded that the event involved a cgm pairing failure that contributed to hyperglycemia, and user was advised to complete a full supply change, attempt reconnection per instructions, and replace the sensor and contact dexcom support if reconnection failed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.